Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the cysto-nephro videoscope, badly chipped light guide lens was found. The most likely cause of the reportable malfunction is degradation problem. There was no patient involvement.